Event description:
Caller reported a malfunction on the pump without any notable events occurring prior to the issue. There was no reported impact or adverse effect on the customer's blood glucose level. Customer continued using the current pump to ensure insulin delivery was not interrupted and was advised by technical support about receiving a replacement pump with updated software. Customer was instructed on steps to take upon receiving the replacement, including waiting until a session ends before inserting a new sensor if using a g7 sensor. Technical support confirmed the shipping address but did not require a signature for delivery. The caller was also instructed on how to put the pump into storage mode before returning it via ups with a pre-paid label, and the replacement pump was sent by technical support.